Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, circumflex artery, the shaft broke on two different xience v stent systems during the unsuccessful attempt to cross the lesion. It was noted the delivery system was pushed hard against the y-connector when the shaft bent and detached. Each was removed without issue. A third xience v was attempted and did not cross and was removed without incident. A non-abbott device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other xience v is being filed under a separate MFR number. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the balloon, on the shaft and on the hub. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant consistent with insertion of the sds into the patient. The hypotube and jacket were separated distal to the strain relief tubing. The hypotube fracture face was oval shaped and the jacket was stretched at the separation which confirms the reported shaft separation. There were two bends proximal to the separation and a kink distal to the separation. The hypotube bends and kink were not reported; however, may have resulted from handling during advancement or during packing for return to abbott for analysis. There was no other damage noted to the sds. The tip length and stent outer diameter measurements met manufacturing criteria. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but is not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Hypotube (proximal shaft) detachments are often the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the sds material such that the subsequent application of force or further handling can cause a separation. It should be noted that the xience v instructions for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The use of excessive force appears to have contributed to the reported shaft separation. The anatomical conditions were reported to be heavily tortuous and heavily calcified which appears to have contributed to the failure to cross the lesion. The challenging anatomical conditions may have contributed to kinking of the sds proximal shaft and subsequently resulted in the shaft separation as a result of excessive force applied during advancement. In this case, the reported failure to cross and shaft detachment appears to be related to the operational context of the procedure. Review of the lot history record indicated no related non-conforming material reports for the lot and a search of the complaint database indicated no related incidents. There is no indication of a product quality deficiency. The profile dimension on all stent delivery systems are confirmed by visual and dimensional checks and visually inspected for kinks and damage during manufacture before release.